Event description:
Patient went to operating for aortic valve replacement. Providers inserted the pav and once they were in the pulmonary artery, the balloon would not come down. The pac was removed and was found to be ruptured. A second pac was placed without complication.